Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed. Visual analysis noted the lead was returned with the helix fully extended. The distal conductor was distorted within the connector.

Event description:
It was reported that during the implant procedure, the helix would not extend prior to the implant. The device was not implanted. No patient complications have been reported as a result of this event.